Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there were call service 064 alarms. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: a review of the black box data showed the data from the date of the complaint had been overwritten due to continuous use. The alleged call service 064 alarm was not verified in the pump history and was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked at the left side of the grip pad. The pump powered up to a dim and pink display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.